Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician deployed a pc400 through a px slim delivery microcatheter and attempted to reposition it; however, upon retracting the pc400, it unintentionally detached within the px slim. The physician then used a new pc400 to push the detached pc400 into the target vessel with no issues. The procedure was completed using additional pc400s and the same px slim. The physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.